Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged pneumonia at first use. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 10/12/2023. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests and scratches on upper enclosure. Additionally, the device was scrapped. Section g3 and h6 have been updated in this follow up report.